Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The customer re-calibrated both assays and the result was back to normal, totalpsa was greater than freepsa. The investigation found that the calibration needed to be renewed which solved the issue.

Event description:
The initial reporter complained of questionable elecsys free psa (free psa) results for one (1) patient sample on a cobas e 411 immunoassay analyzer. The patient's free psa result was greater than the total psa result. Tpsa = 0.293 ng/ml. Fpsa = 0.974 ng/ml. The questionable results were not reported outside the laboratory. The reagent lot number and the expiration date were asked for but were not provided.